Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample appeared to be clean. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 60mm x 75cm balloon catheter. No other anomalies were noted to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested and the guidewire would not advance through the hub when loaded through the distal tip. The guidewire was advanced through the hub and the catheter detached underneath the strain relief as the guidewire was being advanced. Only slight resistance was encountered when passing the guidewire through the strain relief portion of the catheter, indicating that the catheter was probably already detached prior to functional testing. It is likely that the catheter was detached underneath the strain relief when the user attempted to insert the guidewire, contributing to the reported issue. The catheter detachment would not have been seen during the visual evaluation of the device since it was located underneath the strain relief. The strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under microscopic magnification and the edges of the detachment were jagged. The catheter detachment was located distal to the y-hub. Sanding marks were noted on the catheter at the point of the detachment. No further functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records & image/photo review: no medical records images/photos were provided for review. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential catheter shaft break just distal to the y-hub. The investigation is confirmed for the reported device-device incompatibility, as the guidewire could not be fully advanced through the catheter due to the catheter detachment. Excessive sanding of the catheter under the strain relief is the root cause for the catheter detachment. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Eval code & desc - method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly would not move along the guide wire. There was no reported impact or consequence to the patient.